Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, ln 7k70, that has a similar product in the us ln 6c06. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total psa results on the architect i2000sr analyzer. The following data was provided: initial 4.23, repeats 3.80, 7.75 (which was elevated when compared to another method result of 3). There was no impact to patient management reported.